Event description:
Account experiencing discrepant estradiol results starting in early 2008. The following three examples were provided, which occurred on approx one and a half months later. Sample 1, initial result gave 56.2 pg/ml; repeat gave 41 pg/ml. Sample 2, initial result gave 161.6 pg/ml; repeat gave 136 pg/ml. Sample 3, initial result gave 190.3 pg/ml; repeat gave 158 pg/ml. Erroneous results were not reported. Although the exact root cause was not determined the field service rep noted that he found the bead mixer to be slightly bent, and the sipper probe out of adjustment. Replaced the bead mixer and adjusted the sipper probe. Performance tests were performed and within specification.